Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and high blood glucose levels (approximately 300 mg/dl). Reportedly, customer was not managing her diabetes correctly. Customer was treated with an insulin drip and saline, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning from evaluation. Should new info become available. A supplemental form will be submitted.